Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the user had lost confidence in the pump due to a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/29/2014 with the following findings: no activity outside of normal use was observed in the pump history and black box data. The pump was exercised for 24 hours, during which no call service alarms were observed: the reported event was not duplicated. The pump case was removed, and no defects were found. The device operated according to specifications.